Manufacturer narrative:
Device 6 of 10. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that over the last few months "the stoma hole in the adhesive ring is not centered very well within the hard collar of the flange." He stated that often the hole for the stoma was pushed quite far to one side. This caused one side to have less adhesive material than the other side to work with, making it difficult to form and seal a collar around the stoma or to evenly fold the collar flat. The product was used and there was no harm reported by the end user. No photo is available at this time.